Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). The exact date of implant is unknown and was reported as 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a broken plate and screw on (B)(6) 2016. The patient originally underwent a hallux metatarsophalangeal (mp) fusion on an unknown date in 2015. During the initial surgery, one 2.7mm titanium (ti) locking compression plate (lcp), one 4.0mm ti cannulated screw, three 2.7mm ti locking screws, and three 2.7mm ti cortex screws were implanted. During a clinical visit on an unknown date, it was determined that the patient required revision surgery. The revision surgery was performed on (B)(6) 2016. A c-arm x-ray was taken in the operating room and it was discovered that the 2.7mm lcp and the 4.0mm cannulated screw were broken. The plate was broken at an unoccupied screw hole. The plate and intact screws were removed without difficulty. The broken screw head was removed but the shaft was left in place after a failed attempt to remove it with forceps. The patient was revised with unknown hardware. There was a ten minute surgical delay due to the attempt to remove the broken screw shaft. The patient's postoperative outcome was reported as "great." This report is 1 of 2 for (B)(4).